Event description:
It was reported that dual electrograms (egm) are occurring. It was noted that on the remote transmission the atrial and ventricular channels are the same on the non-magnet egm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.